Event description:
It was reported that the pt was no longer able to hear with his device. The problem was assumed to be related to the audio processor, which was repaired and subsequently replaced. Troubleshooting via the external equipment has not however, resolved the problem, leading the audiologist to suspect a problem with the internal device. He phoned med-el on 12/06 to determine the next step in the troubleshooting process. During discussions, the audiologist confirmed that a repeat unaided audio did not reveal a further drop in hearing. A replacement ap will be shipped to the audiologist and programmed at maximum output for troubleshooting purposes. It is anticipated that a continued lack of sensation would indicate internal failure, while non-auditory sensation would likely indicate that the device has slipped off of the incus. Surgical f/u will be determined based on the pt's response.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to vibrant med-el for eval. When available, a device failure analysis will be submitted as a f/u report.